Event description:
It was reported that air embolism occurred. A left atrial appendage closure procedure was being performed. Trans-septal crossing was performed and heparin was administered with an activated clotting time above 200. The intracardiac echocardiogram (ice) catheter was advanced into the left atrium. The watchman fxd curve access system (was) was advanced to the left atrium and a pigtail was inserted through the access sheath. Contrast injection was performed of the laa. A 27mm watchman flx closure device and delivery system (wds) was inserted. The first deployment was slightly proximal so the wds was recaptured and repositioned. An air embolism was then observed in the left ventricle through the left ventricular outflow tract and through the ascending aorta. St segment elevations were noted. The wds was recaptured and removed along with the was. The patient became unstable, bradycardic and hypotensive. The patient was intubated and administered atropine, vasopressin, and epinephrine. A temporary pacer was placed and an orogastric tube was inserted. Labs were drawn and potassium was administered. The physician believed that air has inserted through the back end of the wds during recapture. The procedure was aborted and the patient was transferred to the ICU. The patient has since woken, is extubated, and sitting in a chair doing well with only some unspecified deficits.